Event description:
The port o cathe in volved in this incident was implanted on 3/2/93. The device could not be accessed for administration of medications and the decision was made to replace this device on 3/29/93 in an outpatient setting. On 3/29/93 during the explantation process the distal catheter broke off inside the subclavian vein. The patient was taken later the same day to the radiology department where one of the radiologist successfully retrieved the piece of catheter. The patient was discharged home with no other complications.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.